Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported there were no surgical complications during the index procedure. The information provided does not indicate that the patient condition almost three years post implant, is related to a defect in the bard device used to treat the patient. Regarding infection the warning section of the instructions-for-use states," if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported: (B)(6) 2016 - the patient underwent repair of an umbilical hernia and was implanted with a bard/davol ventralex hernia patch. As reported there were no surgical complications during this procedure. On (B)(6) 2019 - the patient returned to the or for removal of the ventralex hernia patch due to infected mesh and mesh erosion into the small bowel.